Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 132 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. However esc, b and up arrow buttons did not respond due to corroded keypad traces. Time advanced properly.